Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode missing and not returned; the electrical cable was cut off. Visual inspection under magnification was performed and evidence of the active rod was seen. Because of the missing electrode and cable cut off we were unable to test the full functionality of the instrument. It is possible that a replace instrument was noted during usage with the jaw damaged in this manner. This was not confirmed during complaint analysis.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, a metal piece of the inner side of the jaws went loose. You'll find the piece in the package that is sent back. Another device was used to complete the procedure. There were no adverse consequences for the patient.